Manufacturer narrative:
(B)(4) date sent: 6/2/2026 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4): gst60unk n=1 missing staple in a single reload treatment: n/a. N=2 malformed staples in 2 reloads treatment: n/a.

Event description:
It was reported via journal article: this complaint is from a literature source. The following literature cite has been reviewed: title: multi-center evaluation of a next-generation powered stapler in gastric procedures authors: ifrah fatima, sreeni jonnalagadda citation: not provided. This study post-market, prospective study aims to evaluate the safety and performance of the ech3000 during laparoscopic sleeve gastrectomy. A total of 117 lsg procedures were performed in patients using echelon 3000 stapler and reload system (ech3000). Reported complications are echelon 3000 stapler. N=? (5.1%) unspecified adverse events treatment: not reported. The results suggest that the ech3000 is a reliable device for achieving staple line integrity in lsg with no occurrences of sls, postoperative bleeding, or ssis.